Event description:
It was reported that, "we tried to use the patella cutter and it would not pin inside the 46mm patella guide."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.